Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) system presented to their health care facility and a request for device interrogation was made. Upon interrogation code 1004 was observed which is indicative for low shock impedances when a shock was being delivered. Additionally, the patient had been in ventricular tachycardia (vt) for approximately three hours. It was noted that the device was programmed to receive shock therapy only once the device reached their programmed ventricular fibrillation (vf) zone. Upon further review, the patient appropriately received shock therapy once the device reached the programmed vf zone, which then slowed the ventricular rate down to the patients ventricular tachycardia (vt) zone which is a programmed monitor only zone, therefore no additional therapy was provided. Subsequently, the patient was admitted to the hospital. The ICD and this right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.